Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. The customer troubleshot with technical support. The customer stated to have manipulate the power switch to power the unit off and that at times that the unit will just power itself on the customer replaced the power switch overlay and the touchscreen to address the issue.

Event description:
It was reported that the ventilator is difficult to power off and at times turns itself on. No patient harm reported. Event date not specified; estimate used.